Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device did not function properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on internal electronic component from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that bay one would not charge the power module battery devices on the universal battery charger device. The reporter further indicated that the device displayed the red warning light emitting diode (led) shortly after the battery device was plugged in. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.